Manufacturer narrative:
Also was involved tge404020/15022254, UDI# (B)(4). The cause of monoplegia (paralysis) is unknown. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2016 the patient underwent endovascular procedure using conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. The devices were implanted in the zone 3. The patient tolerated the procedure without any complications. Pre-treatment computed tomography angiography (cta) showed that the maximum diameter of the aortic aneurysm/lesion was 64mm. Additionally, the cta revealed calcification and circumferential thrombus present in the proximal neck. Reportedly, on (B)(6) 2016, monoplegia (paralysis) of a lower right leg was identified resulted to the prolongation hospitalization. No medical or surgical reintervention was required. The patient was discharged from the hospital on (B)(6) 2016 without any complications. No further adverse events have been reported.